Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The fast stop may have been pressed causing this error code. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system had an interlock open error and would not fluoro during a case. The 9600 system had to be removed, and the procedure was completed with another system. No patient injury was reported.